Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 1 of 5 reports for the same patient. Related records: (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025 around 11:00pm, the patient felt unwell, was sweating and subsequently lost consciousness while at work. The patient recalled seeing a blood glucose reading of over 100-150 mg/dl earlier in the evening prior to becoming unresponsive. Coworkers called emergency medical services. Upon arrival, ems checked a finger stick reading and it was 33 mg/dl. Emergency medical technician's treated the patient with glucose via IV and the patient regained consciousness. The patient was transported to the hospital for further evaluation and treatment. While in the emergency room, the medical team identified findings suggestive of sepsis and advised the patient to be admitted for one week for monitoring and treatment. The patient declined admission and was discharged after 3 hours. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.